Manufacturer narrative:
(B)(4). The customer returned one sheath assembly with the dilator fully advanced. Signs of use in the form of biological material was observed on the sheath body. Visual analysis revealed that the sheath cap had separated from the hemostasis valve body. Microscopic examination confirmed the separation. Further analysis of the dilator hub revealed that the distal end (portion that fits inside the hemodialysis cap) was deformed. No other defects or anomalies were observed with the sheath nor the dilator. The inner diameter of the proximal opening on the cap hemostasis valve measured 0.147" , which is within the specification limits of 0.144"-0.147". The inner diameter of the inner lip on the distal opening of the cap hemostasis valve measured 0.330", which is within the specification limits of 0.0326"-0.0330". The outer diameter of the valve body measured 0.03455", which is within the specification limits of 0.03450"-0.03490". After performing dimensional and functional testing, the hemostasis cap was placed back over the valve body. The cap snapped back onto the body with little to no issues. Once secured, the cap/valve assembly appeared functional. The dilator body was able to advance completely through the assembly; however, it did not snap into position due to the damage to the dilator hub. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". Manufacturing and r & d were contacted as part of this complaint investigation. Manufacturing confirmed that the sheath undergoes 100% inspection during the assembly of the connection between the cap and the valve body. They also indicated that the dilator hubs are 100% inspected for such damage. Therefore, this failure mode did not likely occur during manufacturing. R & d confirmed that the connection between the cap and valve body is a press fit (no adhesive). They also stated that a large amount of force would be required to result in the observed damage; however, they agreed that this defect would have been caught during manufacturing if in indeed occurred prior to packaging (per inspections). The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". The report of a damaged dilator hub was confirmed through complaint investigation. Visual analysis revealed that the distal end of the dilator hub was damaged. It was also noted that the hemostasis cap had separated from the valve body. The cap and the valve body met all relevant dimensional and functional requirements , and a device history record review was performed based on sales history with no relevant findings. Based on the customer report, the sample received, and the comments from manufacturing/r & d, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed and could not use it. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.